Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Reportedly, customer changed the cartridge and a crack was observed. After replacing cartridge, customer resumed insulin therapy. Customer reported noticing cracks on the canisters of at least four different cartridges. Customer's blood glucose level was 130 mg/dl.